Event description:
Boston scientific received information that a patient advocate for the patient implanted with this device reported that the device was no longer functional and remains implanted. It was also noted that the patient suffers from dementia. No further information was available.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.